Event description:
It was reported that during competitor lead revision, the physician noted setscrew issue from the device header. Device was explanted and replaced. Patient condition was stable after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. The reported field event of a set screw anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The cause of the reported noise and set screw anomaly could not be determined.

Event description:
New information received notes that prior to explant, oversensing of noise was observed.